Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Corrected data: adverse event and product problem to product problem, serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported "pain" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-celect g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015." Additional information received 30mar2017: [pt] allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to dvt and pe. [Pt] alleges attempted retrievals on (B)(6) 2015 with successful retrieval on (B)(6) 2016. [Pt] is alleging pain. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.